Event description:
It was reported to philips that tempus pro cathnogorphy/ entitled co2 port has broken or failed.

Event description:
It has been reported to philips that the capnography I co2 port broken or failed.

Event description:
It has been reported to philips that the capnography I co2 port broken or failed.

Manufacturer narrative:
Updated the conclusion code from cause not established to component failure.